Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot.it was reported that the device was prepped inside the hoop. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states to remove the protective sheath off the balloon before prepping the device. In this case, it is unlikely that the reported IFU violation caused or contributed to the reported complaint. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that during unpackaging, while withdrawing the 2.50 x 12 mm rx nc trek balloon dilatation catheter (bdc) from the hoop, it was noted that the proximal-mid shaft was separated, and the device was in two pieces. The bdc was not used. It was also reported that the bdc was prepped inside the hoop. A new unspecified bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.